Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting, the tsc specialist reviewed the filter data and did not discover any issues. Precision tests were run and results were acceptable. The cause of the discordant, falsely low calcium on two patients' samples is unknown.the instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium (ca) results were obtained on two patient samples on a dimension xpand plus instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument and resulted higher. The corrected results for both patients were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.